Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported no flow. The tubing set was returned to the nursing director with an unsigned note that stated "defective." Additionally, the tubing set reportedly, "would not flow." No tracking info was provided; therefore, specific pt info or event details were not available. There was no reported adverse pt event while the device was in clinical use. Though requested, no add'l info was provided.